Event description:
It was reported that the lead impedance was gradually decreasing. Noise was detected. A short in the lead was suspected. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.